Event description:
The device and the lead were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up information received found the device had been replaced due to early battery depletion.

Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) helix disengaged from helical channel, defib conductor distorted, distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism. Full lead returned and analyzed.